Event description:
Following an atrial fibrillation and typical atrial flutter ablation procedure, a pericardial effusion occurred requiring a pericardiocentesis. During the procedure, a safire tx catheter was used for the cti ablation, and a non abbott (medtronic pulseselect pfa) catheter was used for pulmonary vein and posterior wall isolation. The procedure was completed successfully with no issues noted, and the patient left the procedural area in a stable condition. Two hours post procedure, the patient became hypotensive and an echocardiogram revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.